Event description:
Customer reported an altitude alarm displayed on their insulin pump, which led to a suspension of insulin delivery for over two hours despite attempts to resume with a new cartridge. The reported blood glucose level was 251 mg/dl, indicating there was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. To address the issue, customer service instructed the caller to clean the pump and attempt a reset, which the customer followed. However, the alarm persisted, and technical support ultimately decided to replace the pump and cartridge. The customer, who is currently using multiple daily injections as a backup therapy, was advised on receiving and operating the replacement device, including updated software and storage instructions for returning the malfunctioning pump.